Event description:
It was reported that patient had primary right total hip surgery on (B)(6) 2014. As per sales rep, the surgeon closed the patient up and cup was malpositioned. On (B)(6), patient had to be revised for dislocation. During the revision surgery, while the surgeon was drilling the screws into the cup, 3 drillbits fell off into the patient. The surgeon retrieved two of them and closed the patient up with one drillbit left in. After surgery, when patient was x-rayed, the drillbit was discovered floating around in the patient's body. Sales rep indicated that she and the scrub tech checked the drill shafts before surgery and they worked fine.

Manufacturer narrative:
The catalog numbers and lot codes are unknown at this time. Device description was reported as unknown drill bits. When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
The investigation could not confirm that the reported device had cracked, fractured, or was damaged in any way and remained within the patient. No further investigation for this event is possible at this time. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that patient had primary right total hip surgery on (B)(6) 2014. As per sales rep, the surgeon closed the patient up and cup was malpositioned. On (B)(6), patient had to be revised for dislocation. During the revision surgery, while the surgeon was drilling the screws into the cup, 3 drillbits fell off into the patient. The surgeon retrieved two of them and closed the patient up with one drillbit left in. After surgery, when patient was x-rayed, the drillbit was discovered floating around in the patient's body. Sales rep indicated that she and the scrub tech checked the drill shafts before surgery and they worked fine.